Event description:
The hospital reported the following event: during removal of the wick from the bone it broke, the tip remained implanted in the bone without consequences.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on review of risk management file, possible causes of failure could be- handling failure (e.g. Wrong alignment, off label use, mistreatment of instruments). The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Instructions for use instructs user to ¿ensure that the drilling and cutting tools to be used are sharp; discard them if they are not. Never attempt to sharpen drilling and cutting tools! During the procedure, repeatedly check that the connections between the instruments or between implants and instruments required for the precise positioning and fixing are secure.¿ if device is returned or any further information is provided, the investigation report will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The hospital reported the following event: during removal of the wick from the bone it broke, the tip remained implanted in the bone without consequences.